Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. It is believed that failure of this device is most likely due to a failure of a transistor. Dc testing revealed that a transistor was out of specification. In addition, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is determined that this device was non-hermetic. This older device configuration is not currently manufactured. This is the final report.